Event description:
It was reported that an unk amount of pumps were alarming for downstream occlusions. It was also reported that the facilities nurses have been changing the downstream pressure sensitivity. There was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter did not receive and was not able to evaluate the device. . When the device is received and eval is complete, a supplemental report will be submitted.